Manufacturer narrative:
Updated information: d6b added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in d3( manufacturer fax) the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 57-year-old male patient with a past medical history of coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an automated impella controller (aic) failure. The aic was switched to a new aic which resolved the issue. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.5l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Updated information: d1 brand name updated d9 device return date added